Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen had a delay response. Customer stated that when attempting to unlock the pump screen, the touchscreen does not respond. The customer's blood glucose (bg) was 121 mg/dl. The customer reported that the pump would continue to be used for insulin therapy. In addition, manual injections would be used for alternate insulin therapy if needed.